Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving lioresal 2000mcg/ml for a total dose of 999.9mcg/day via an implantable pump for intractable spasticity. It was reported that lack of spasticity control led to an attempt to aspirate cerebrospinal fluid (csf) from the pump access port, and they failed to find any flow on (B)(6) 2016. A catheter occlusion was suspected and catheter revision was scheduled by the neurosurgeon. Surgical intervention occurred for the catheter on (B)(6) 2016 as the catheter was trimmed at the exit site. The clinical diagnosis was baclofen under dosing. The event resolved without sequelae on (B)(6) 2016. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was unlikely related, and the portion of the catheter was noted as the intrathecal/spinal portion of the catheter. Event date was noted as (B)(6). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a clinical study indicated the cause of the catheter occlusion was not determined. The patient's weight was (B)(6). No further complications were reported/anticipated.